Manufacturer narrative:
"Initial reporter name", "initial reporter first name" and "initial reporter last name": updated based on additional information received. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. The subject device was not returned; therefore, physical as well as a functional evaluation could not be performed. In the case of this complaint friction was encountered inside a microcatheter during the procedure and the coil detached prematurely most likely during attempted withdrawal of the coil from the catheter after unsuccessful advancement. This however cannot be conclusively determined. Therefore, the exact cause for the reported event could not be determined.

Event description:
It was reported that during the coil embolization procedure, the coil prematurely detached inside the patient. Therefore, the physician used the snare to remove the detached coil. No further information is available for now.

Manufacturer narrative:
The subject device is not available.

Event description:
It was reported that during the coil embolization procedure, the coil prematurely detached inside the patient. Therefore, the physician used the snare to remove the detached coil. No further information is available for now.